Event description:
Healthcare professional reported, a left side "bleed". And removal of textured, due to concern with the product. Device has been explanted and not replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, since it is a medical event. And is not related to the device. Gel bleed: no observed. Additional observation: observed, one opening side assessed, as surgical damage. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported a left side "bleed" and removal of textured due to concern with the product. Device has been explanted and not replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed, anxiety-product/procedure.